Manufacturer narrative:
Analysis of programming history confirmed programming anomaly occurred as a result of an interrupted system diagnostic test.

Event description:
During review of internal programming history, it was noted that a patient had an interrupted systems diagnostic test, as a result their settings were changed and they left the office at unintended settings. The patient returned to clinic and their settings were corrected.